Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on october 2, 2017, it was reported that the electric dermatome hand piece was being used during a pediatric case to harvest a skin graft when the hand piece began losing power during graft retrieval causing patient harm. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) seventeen times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was returned after being used as a loaner and the bearings were replaced. This is not a related issue. Initial qa inspection of the electric dermatome on november 7, 2017 revealed that the calibration and motor speed were not within specifications. The motor was noted to be jerky when in operation. The control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on november 7, 2017 which included replacement of the reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the motor was jerky when in operation and was not within specifications. The reported event was confirmed since during the initial inspection it was noted that the motor was jerky when in operation and was not within specifications. The root cause of the reported event was due to the motor. The issue was resolved with the replacement of the reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the electric dermatome handpiece was being used during a pediatric case to harvest a skin graft. Handpiece began losing power during graft retrieval causing patient harm. No additional adverse events were reported as a result of this malfunction.